Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8107013. Medical device expiration date: 2021-05-14. Device manufacture date: 2018-04-17. Medical device lot #: 8262045. Medical device expiration date: 2021-10-10. Device manufacture date: 2018-09-19.

Event description:
It was reported that two intima-ii y 24gax0.75in prn/prn slm npvc experienced foreign matter contamination. The customer reported, ¿nurse found foreign matter on the tip of catheter, suspected to be superfluous plastic, the customer did not use it, touched the foreign body with his hand and dropped it¿..

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot numbers 8107013 & 8262045. Our records show that this is the only instance of foreign matter occurring in either production batch. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. One sample was returned in an opened package. The sample was checked under a microscope. The catheter head of the two samples has a filamentous fm and the color is translucent. Unfortunately the foreign material was lost in transit to composition testing, this has prevented the root cause from being determined at the conclusion of our review, as we could not identify the material.

Event description:
It was reported that two intima-ii y 24gax0.75in prn/prn slm npvc experienced foreign matter contamination. The customer reported, ¿nurse found foreign matter on the tip of catheter, suspected to be superfluous plastic, the customer did not use it, touched the foreign body with his hand and dropped it¿.